Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Remain implanted.

Event description:
It was reported that dr. (B)(6), surgeon at the clinic, reported the following event to (B)(6), (B)(6) study manager ortho: "patient mr. (B)(6) is less painful than last (B)(6) but he still limps for the first steps. For him who has (B)(6) years, the situation is bearable in the short term. In the medium and long term, he would like to find his autonomy back which the implantation of the prosthesis permitted. As for the x-rays, they show two things: apparently implants are always fixed but with granulomas, at peri-acetabular and femoral which are observed.